Event description:
Unable to inflate the balloon when tested on the table. A second device was tested from the same lot and again the balloon did not inflate. ======================manufacturer response for intra-aortic occlusion device, thruport intraclude intra-aortic occlusion device (per site reporter).======================none to date.